Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage closure (laac) procedure was performed under conscious sedation using intracardiac echocardiography (ice) guidance only. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device and delivery system (wds) were selected for use. The transseptal puncture (tsp) was conducted using a versacross connect system. There was minor difficulty during tsp, as the initial attempt did not successfully cross the septum. Although the versacross system was clearly visualized prior to the first application of rf energy, the wire was positioned slightly posterior and did not pass through. A second attempt was performed without loss of visualization, resulting in a successful and clearly identified tsp. Following the tsp, the trusteer was was repeatedly flossed across the septum to allow the ice catheter to cross through the same tsp site. The left atrial appendage was then visualized and measured. A pigtail catheter was inserted to obtain a contrast angiogram. Immediately after the contrast injection, the patient reported chest pain. A repeat blood pressure measurement showed a significant drop in pressure. Ice imaging identified a pericardial effusion, and an emergent pericardiocentesis was performed, removing approximately 250ml of blood. A closed-loop autotransfusion system was utilized to continuously drain blood from the pericardial space and return it directly into a femoral venous sheath back to the patient. Cardiac surgery was notified that the blood accumulation was not slowing down and decision was made to take to surgery. Surgery was successful in repairing a linear laceration of the dome of the left atrium near the left superior pulmonary vein and the left atrial appendage was also clipped. The patient is recovering well in the hospital and should be discharged by weekend or early the following week.